Manufacturer narrative:
Inspected one random opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the sensor fractured while in the body and electrode missing from sensor base after removal. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Troubleshooting was performed. No harm requiring medical intervention was reported. The sensor will be returned for analysis.